Manufacturer narrative:
Not returned. The device has been requested to be returned for analysis; however, the location of the device is unknown at this time. Should any additional information related to this event become available, this event will be updated.

Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. They received a shock due to atrial tachycardia, which was believed to accelerate the rhythm to a ventricular tachycardia. The patient was successfully externally converted; however, the patient suffered brain injury. The physician ordered do not resuscitate (dnr) for the patient and therapy was disabled. It was noted that during implant the patient had high defibrillation threshold measurements, and a sub-cutaneous array lead system had been implanted.